Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had been shutting down and restarting frequently. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was shutting down and restarting frequently. A technical support specialist (tss) checked the station on remote support service and rebooted the station. After rebooted, the tss launched station application and confirmed there was no more icon show on software update. The system functioned as intended after the technical support specialist troubleshot the device.